Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected low battery alerts or replace battery now alarms noted in the pump history file. Pump error 25 alarms were triggered when the lithium backup battery was less than 3.50 volts for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector on printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, faded serial number label, slightly stained serial number label and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with replace battery now. The patient's blood glucose at the time of incident was 94 mg/dl. Troubleshooting was initiated for the replace battery now alarm. The customer did not receive a low battery alert prior to the replace battery now alarm. The battery was not previously used. The insulin pump was not dropped. The battery cap was not loose, cracked, or damaged. The insulin pump was returned for analysis.